Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an unspecified procedure and using a advance 18 lp low profile balloon catheter, the balloon split. Additional patient and event details have been requested.

Manufacturer narrative:
Additional information: d9, h3: the complaint device was returned to cook on 29sep2022. Summary of event: as reported, during an unspecified procedure and using a advance 18 lp low profile balloon catheter, the balloon split. A cook 6 french sheath was used during the procedure. An unknown inflation device was used to inflate the balloon, which leaked at four atmospheres and ruptured circumferentially upon the first inflation attempt. Blood was noted in the device, which was not inflated within a stent. No separation was noted. Investigation evaluation: reviews of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook. A split was noted to extend the full length of the balloon, and the balloon leaked due to the split. A document-based investigation evaluation was performed. One relevant non-conformance was noted on the lot; however, all affected product was scrapped and there are 100% inspections in place to capture the non-conformance. There have been no other reported complaints for this lot number. Because adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints have been received from the field, it was concluded that there is no evidence that non-conforming product exists in-house or in the field. The product IFU warns ¿do not exceed rated burst pressure. Rupture of balloon may occur. Adhere to balloon inflation pressure parameters in the compliance card insert. Over-inflation may cause rupture of the balloon, which resultant damage to the vessel wall. Use of a pressure gauge is recommended to monitor inflation pressures.¿ the information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that a component failure contributed to this failure mode. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been received since the last report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5, d10. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 30aug2022. A cook 6 french sheath was used during the procedure. An unknown inflation device was used to inflate the balloon, which leaked at four atmospheres and ruptured circumferentially upon the first inflation attempt. Blood was noted in the device, which was not inflated within a stent. No separation was noted.